Event description:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog number:00630505036 lot number: 63922382 brand name:xlpe liners; catalog number: 00877503602 lot number: 2921111 brand name: biolox head unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00731. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to implant fracture and wear approximately 3 years post implantation. Attempts have been made and additional information on the reported event is unavailable.